Event description:
We have a client on a c-leg that had a fall related to, what sounds like, some unexpected behaviour of the c-leg. The fall was back in (B)(6) there was a fracture and the prosthesis was not worn again until (B)(6). I'm just learning of the fall now and the client and I discussed having the knee in for servicing. I was going to send more details in the service paperwork, but let me know if you need more now. New detail from clinician regarding time lapse in incident and reporting when asked about the delay: I was pretty shocked to hear too. I found out just before reaching out to ottobock. After the 3 months of non weightbearing, she returned to prosthetic use. Three months would put her into november for returning to use. Deconditioning was an issue from non weightbearing and she was concerned about bone integrity at the implant site (she has osseointegration) so she has increased time and activity from there. I was not in the loop for this and don't know many details. She is back to many activities, but still notices some weakness and a distrust of the knee. In the malfunction report I mentioned that there has been some lack of knee flexion in later stance. It sounds like this was happening before and after the stumble and fall, although more now. She notices it when she is 'out for a walk' vs at home walking. If she is out for a 2 km walk on the flat trail near the creek, it might happen once. We are also reviewing alignment. With this frequency, I'm not sure if that will be it. Client was camping. Went to step out of tent, sound foot first. Prosthetic foot caught on the tent. Client balanced self, but when putting weight on the prosthetic the knee buckled and she fell. Fractured pelvis - xrayed, rehab, 3 months non weightbearing non weightbearing for recovery. Used again until recent malfunction. Date event occurred: (B)(6) 2025 1) fell in (B)(6) 2025. Knee buckled. Please review. Was camping and stepping out of tent. Sound (left) foot stepped out of tent. Then right, prosthetic, foot got caught on tent during swing. Balanced to get foot out of tent. When weighted, prosthetic knee buckled. Fell. 2) when on walks, knee (sometimes) does not move into flexion during terminal stance/preswing. Might happen once in 2km walk. Pelvis fracture. Repetitive strain @ left shoulder from crutch + cane use. Imaging found right pelvis fracture - non-displaced, near acetabulum; non weightbearing for 3 months, rehab. After weightbearing approved by dr. Returned to use.